Event description:
It was reported that a revision surgery was performed to address six vitality closure tops that migrated out of their mating bone screws post-operatively. The patient had received a t10-s2 posterior lumbar fusion, and the closure tops popped off at l5 to s2. The patient claims they did not fall. The revision was performed to re-instrument using larger screws of a different product. This is report twelve of twelve for this event.

Manufacturer narrative:
H6: additional method code: 4110. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned; however, x-ray images were provided which show that several closure tops have migrated out of their screws. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to not fully seating the closure tops against the rods. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. D10: vitality closure tops (07.02010.001) x13; screws (701m6545) x5; screws (701m6550) x2; screws (701m7545) x1; screws (701m7550) x5; and titanium rod (07.02013.003) x2. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2024-00281.

Event description:
It was reported that a revision surgery was performed to address six vitality closure tops that migrated out of their mating bone screws post-operatively. The patient had received a t10-s2 posterior lumbar fusion, and the closure tops popped off at l5 to s2. The patient claims they did not fall. The revision was performed to re-instrument using larger screws of a different product. This is report twelve of twelve for this event.